Event description:
The customer contact reported a disconnection; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set option-lok male adapter luer was connected to a microclave port male adapter plug and was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, the customer contact reported the option-lok male adapter luer, "backed off the clave port" and leakage was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical intervention were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.